Event description:
It was reported that while in the ccu (cardiac care unit) the intra-aortic balloon (iab) was prepped and inserted via the pt's femoral artery. After 10 hours of intra-aortic balloon pump (iabp) therapy the pump alarmed "possible helium loss" and the balloon was found leaking. The md removed the iab. The pt did not require another iab insertion. There was no reported pt death or injury. Medical/surgical intervention was not required. Iabp therapy was interrupted/delayed however there was no reported harm to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.